Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2008, 694765 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope, bradycardia and hypotension. It was determined that the implantable cardioverter defibrillator (ICD) was programmed with the managed ventricular pacing on which possibly was resulting in long av delays/dyssynchrony and heartrates below the lower rate limit. The ICD remains in use. No further patient complications have been reported as a result of this event.